Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0011794646); product type: 0195-heart valves; ;product ID l-evprop34 (lot: unknown); product type: 0195-heart valves. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was noted there was severe calcification in the non-coronary cusp (ncc) and the left ventricular outflow tract (lvot). The x-ray of the valve revealed no sign of infold. The valve was recaptured to adjust the depth. After recapturing, an infold occurred. The valve was withdrawn from the patient and a different valve and delivery catheter system (dcs) were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve was returned to the galway return product analysis (rpa) lab loaded inside the delivery system. The valve was deployed with an observed infold. The valve was then forwarded to the santa ana product analysis lab inside a heart valve return kit filled with yellowish 0.2% glutaraldehyde solution. All leaflets were dry and stiff. Severe creases were found on all leaflets. As received, all leaflets appeared partially closed with a gap between the free margins. All commissures were intact. The valve was in a crimped, flattened state with the inflow exhibiting a reniform appearance. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a recapture simulation could not be performed to assess against the reported event. Updated: d9, h3, h6, h7, h9 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.